Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: two photos were provided for evaluation. The reported event was not confirmed. One of the photos shows the cuff inflated and the second photo shows the cuff deflated, no damages are observed in the cuff and inflation line. There is not possible to identify the leak issue without the sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device balloon keep deflating. Some tests were done and it was found out that the problem was occurring when the inner cannula came out where it make a smooth curve. When inverting the curve to the opposite side, the cuff remained for more than an inflated top and when it returned to the correct place, it emptied immediately. The patient had a change in respiratory rate and was recannulated.